Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was at 98 percent prior to implant. Technical services (ts) wanted to know if the device had exited storage however, the field representative did not know. The device was not implanted and ts recommended to scrap it. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was at 98 percent prior to implant. Technical services (ts) wanted to know if the device had exited storage however, the field representative did not know. The device was not implanted and ts recommended to scrap it. No adverse patient effects were reported.